Manufacturer narrative:
Pump received with no button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery test due to buttons not responding. Pump received with cracked lcd window and cracked case display window corner. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
It was reported that the insulin pump had cracks and alarmed button error. Customer¿s blood glucose was 18.9 mmol/l at the time of incident and treated with manual injection. No troubleshooting was performed. Insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
The date provided with the initial report was incorrect. The correct date is (B)(6) 2019.